Event description:
The patient reportedly experienced irritation, and a tear on her skin flap. The patient was treated with bacitracin for an unknown period of time. Additionally, the patient was advised to discontinue use of her external equipment for several weeks.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's doctor has confirmed that the tear has resolved, and feels that no additional follow-up is necessary. The patient has received medical clearance to wear her external equipment again. The patient's device remains implanted. This is the final report.